Event description:
When attempting to give a vaccine the rn noted that he met resistance when engaging the plunger. The needle was clogged, rn unable to give vaccine. Needle to be replaced. FDA safety report ID # (B)(4).